Manufacturer narrative:
(B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you explain the sentence ¿the pitch and bite of the suture may have not been proper.¿? ¿I meant ¿there was a possibility that the interval and (/or) width of continuous suturing was (/were) too small.¿ how much tissue was grasped when using the stratafix symmetric suture? ¿no information. Can you describe the surgeon initial technique with stratafix symmetric tab? ¿it is supposed that he followed the instruction of the initial technique. However, detail of his actual technique is unknown. Was there any anomaly or issue with the device/ fixation tab prior to use? ¿no, there wasn¿t. What tissue was the stratafix symmetric suture used on? ¿the fascia. Was the stratafix symmetric suture used on the fascia?...yes what was the condition of the tissue where suture was used (normal, diseased, weakened)? ¿no information. Was the fixation tab intact when the suture was placed in the patient? ¿yes, it was. Was there any predisposing factor prior to the event (cough, fall, etc)? ¿no information. What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? ¿there is a possibility that the stratafix suture could not keep the middle of the wound closed. How much of the wound was open (in cm)? ¿no information. Can you describe the appearance of the suture during the second procedure? ¿the suture (stratafix) had not been broken. It is supposed the wound dehiscence occurred because the tissue was torn. The remaining suture was on the fascia at one side of the wound. It seemed that the other side of the fascia had been torn by the suture. Around the starting and ending points of the suture, the tissue was still caught by the suture properly (i.e., the both ends of the wound were still closed properly with the suture.) What are the patient weight and bmi?...no information. What was used to close the patient fascia during second procedure? ¿no information. What is the current condition of the patient? ¿. As of (B)(6), she had already been discharged from the hospital, and the postoperative course was good. No further information has not been provided since then.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy, bso with pelvic and para- aortic lymphadenectomy procedure on (B)(6) 2017 and barbed suture was used. On (B)(6) 2017, the surgical wound opened and a second procedure was performed. The barbed suture had not been broken. The surgeon opined that the wound dehiscence occurred because the tissue was torn. It was reported that the remaining suture was on the fascia at one side of the wound. It seemed that the other side of the fascia had been torn by the suture. Around the starting and ending points of the suture, the tissue was still caught by the suture properly; both ends of the wound were still closed properly with the suture. It was reported that the pitch and bite of the suture may have not been proper. The surgeon opined that there was a possibility that the interval and width of continuous suturing was too small. The patient has been discharged in good condition.